Event description:
Healthcare professional reported that a patient was injected three months ago in chin with [unspecified] juvéderm® voluma¿ and jawline with juvéderm® volux¿ and "now accuse an inflammatory nodule, red and warm, not treated yet." This is the same event and the same patient reported under MDR ID#3005113652-2023-00706 (allergan complaint (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.